Event description:
Event description guidant received information that this patient spends her summers in colorado and her physician informed her that the high altitude would not affect her pacemaker function. However, she experienced a black out this morning and a very fast heart rate.